Event description:
Additional information received reported that it was undetermined where the issue was located, so the entire catheter was replaced on (B)(6)-2015. No catheter segments were left in the patient. Replacing the catheter resolved the issue and the patient was doing well.

Event description:
It was reported that a dye study was performed a few days ago and it was determined that the catheter had an occlusion. The patient did not have any withdrawal symptoms; however, it was noted that the patient had a brain injury and was non-responsive. The surgery was scheduled for (B)(6) 2015. The device system was used to deliver lioresal. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)